Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. This event resulted in a small amount of intraoperative bleeding in the patient (the specific amount of bleeding was unknown), and no subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how was the bleeding treated? Were there any unexpected outcomes or complications as a result of the bleeding? What tissue was being sutured when the event occurred? Was there any change in the patient¿s post-operative care due to the bleeding? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. When the internal organs were sutured, the suture was broken with a slight pull, resulting in a small amount of bleeding. Return to the supplier. There were no patient consequences reported. Additional information was requested.